Event description:
It was reported that the zimmer meshgraft ii was not cutting. Add'l clinical f/u indicated that the unit was causing the skin graft to bunch up and they were not able to get a good clean cut like normal. The graft was used, and no add'l harvest(s) were required. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.